Event description:
The pt (B)(6) was implanted with an ipg on (B)(6) 2011. It was reported that although the pt had stimulation, her ipg was replaced due to the observance of a low battery warning. The explanted ipg was returned to the MFR for analysis.

Manufacturer narrative:
Eval: results: analysis of the returned ipg revealed that the low battery warning was due to passivation. The low battery warning was cleared followed by a pulse load test to clear the passivation from the battery. After the pulse load test, the low battery flag did not reappear. The ipg passed all functional tests on the autotester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.